Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "rupture". This device relates to the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: missing shell, broken shell, and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge on posterior due to a surgical impact opening, non-penetrating nicks in the shell, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification based on the device analysis the final assessment was a sharp broken edge on posterior due to a surgical impact opening, and missing shell due to inconclusive.

Event description:
Device has been explanted.